Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer got caught and could not ream the patient¿s right patella during the surgery on by using lcs pat plan bushing . It was confirmed the patella planar bushing was bent for the patella clamp (depth stop tower), the patella planar got caught and it could not rotate. It was sterilized the other depth stop tower which was used for the other operation, and it was used for the surgery. Thus, the surgeon was able to ream without problems. The surgery was completed within a 30 minutes delay. No further information was provided by the hospital.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no devices were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.